Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. Reportedly, the contact tried to "unstick" the button before calling tandem's technical support. However, the attempt was unsuccessful. The customer's blood glucose level was not impacted and the pump turned on when plugged into a power source. Reportedly, the customer would continue to use the pump.